Event description:
It was reported that a malfunction alarm occurred with a code of malf 0. There was no reported adverse impact to the customer¿s blood glucose level. The customer was unable to perform a reset at the time and intended to call back when ready to proceed with the reset.